Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No ramping numbers noted during testing.

Event description:
The customer's mother reported via phone call that numbers were ramping uncontrollably. The customer's blood glucose was 208 mg/dl at the time of incident. The insulin pump was returned for analysis.